Manufacturer narrative:
Concomitant medical products: heart valve/ring band implanted: (B)(6) 2015; heart valve/ring band implanted: (B)(6) 2015.

Event description:
It was reported that the atrial lead position check failed. All atrial tachycardia/atrial fibrillation therapies were disabled. The lead remains in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.